Event description:
It was reported that the customer had a moisture damage on the insulin pump. The customer's blood glucose level was 265 mg/dl. The customer dropped her insulin pump in a bucket of vomit. The customer was advised to call back when she has the insulin pump so we can troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.